Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported approx. 83 months post stent graft implant, a recent CT demonstrated a type ii endoleak resulting in enlargement of the aneurysm. The physician attempted to treat the type ii endoleak; however, was unable to resolve the type ii endoleak. The physician elected to surgically convert the pt to a conventional graft. The physician believes that there was no device failure, the pt had multiple type ii endoleaks. The explanted stent graft is pending evaluation. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Device pending eval.